Event description:
The customer reported it was difficult to position the mask in cine mode. Masking is a cine function that allows coverage of unwanted anatomy in order to improve vasculature display. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the image processor. The system operates as intended.